Event description:
Initial result for a patient co2 was 44 mmol/l. When repeated on another analyzer, the result was 33 mmol/l. The incorrect result ws not used to guide patient therapy. The field service representative found the sample line was clogged and repaired the instrument by clearing the line.